Event description:
The patient's mother/reporter claimed the patient experienced a low blood glucose reading of "65 mg/dl" after she received three un-programmed bolus of 1.3 units, 0.8 unit, and 0.85 unit on september 10, 2012 at 8:56 pm, at 850 pm, and 8:06 pm respectively. The patient was feeling shaky at 9:57 pm and took treatment with juice. She taken off of insulin pump treatment and was monitored throughout the night. The patient reportedly is on the backup plan. There was no product misuse. The product issue was not resolved with training. This complaint is being reported due to the alleged un-programmed bolus dosage issue. The patient's blood glucose and reported condition did not meet animas' criteria of a serious injury. The animas product was requested back for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.